Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The laboratory method was not known. At 01:06 pm the result from the meter was 5.0 inr. At 03:36 pm the result from the laboratory was 3.7 inr. On (B)(6) 2019 at 08:17 am the result from the meter was 3.9 inr. At 01:49 pm the result from the laboratory was 2.9 inr. The laboratory was performed because of the meter result. There was no adverse event. The laboratory results were believed to be correct. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no bleeding, and no bruising. The device was requested to be returned for investigation. The customer's therapeutic range was 2.5 - 3.5 inr relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested with retention strips and retention quality controls. Testing results: qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The maximum difference between measurements was 3 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The date in the meter was set incorrectly but the reported results were the last two results observed in the meter¿s patient result memory. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.